Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient is getting very good pain relief, but the stimulator will turn off at random without any explanation. The rep checked impedances which showed no problems. It was also discussed how the patient uses the controller to determine if there was the possibility of accidental presses. The rep deleted unused groups. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the cause of the implantable neurostimulator (ins) turning off by itself at random was unknown, the rep re-educated the patient on how to use the patient programmer (pp) to make sure there were no accidental presses being made. Lastly, unused groups were also deleted and the ins turning off issue was not resolved. There were no further complications reported or anticipated.